Event description:
It was reported that images are missing on the 9900 system. It was noted that when saved images are recalled, they are not there. This has happened a couple of times in a week. It was also noted that there was slow downloads to pacs. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive, power supply, gpos, pcb, rtos pcb, surge suppressor pcb. Power control pcb, cine drive, fluoro function board (ffb), generator interface board (gib), interconnect cable and lemo receptacle. Reloaded the m4 software. The system was tested and found to be working as intended and placed back into service.